Event description:
It was reported on an unknown date, that surgeon was hammering the driving cap with thread, which was attached to insertion handle, and while he was hammering the frn nail the driving cap broke off in insertion handle. The threaded portion of driving cap remain inside of insertion handle. The surgeon proceeded to hit insertion handle w mallet on metal arm. The procedure was successfully completed with no surgical delay. There was no patient consequence.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11. Additional narrative: added: h4. H3, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the distal tip was broken. Broken fragment was returned attached to the mating radiolucent insertion handle frn. No other issues were identified. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. Properly handling and attention to the approved use of the device diminishes the risk of failure. Per the frn-advanced femoral recon nailing system (frna) surgical technique the following relevant statement was found at page 21: to use a hammer, screw the driving cap into the insertion handle and tighten with the ratchet wrench. While applying light blows, monitor the tip of the nail using image intensification. Verify that there is no evidence of impingement distally. Remove the driving cap once the nail has been seated. Notes: using light blows, the hammer can also be used with the driving cap to back slap the nail if the nail has been slightly over inserted. Alternatively, the hammer guide can be attached to the driving cap to facilitate the use of the hammer. Confirm that the driving cap is tightly connected to the insertion handle, as hammering may loosen the connection. Precautions: do not strike the insertion handle directly. A dimensional inspection was not performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the driving cap f/insertion handle would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: product code: 03.010.523. Lot number: 9602444. Release to warehouse date: 10.nov.2015. Manufacturing site: werk bettlach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (lot, expiration date), d9 and h4 corrected: d4 (primary UDI number) h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that '(03.010.523, driving cap f/insertion handle) there is a broken driving cap at the tip position. It is possible the device encountered unintended forces during use (off-axis or excessive hammer blows) since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the driving cap f/insertion handle would contribute to the complained device issue. Based on the investigation findings, the driving cap f/insertion handle has unintended user error because of unintended force, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities device history lot : the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.